Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon. The tactile inspection did not report any abnormalities on the device. A 0.018¿ guide wire was successfully advanced through the device length, from the tip to the hub. A modest resistance was encountered during this procedure. Negative pressure was applied through a manometric syringe: the test passed since no bubbles emerged to the syringe. Afterwards, the balloon was inflated sequentially at: -1 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. -2 bar: the balloon showed wrinkles and a change in the profile in correspondence of the former twisted point. -7 bar: the balloon showed very tiny wrinkles. A twist was detected on the guide lumen in correspondence of the former twisted point. -14 bar: the balloon is fully inflated and, at this pressure, the wrinkles are no longer visible. The twist on the guide lumen was clearly detected, in correspondence of the former twisted point on the balloon. Image review: the images show the pre-positioned stent in the sfa and the stenosis in the mid sfa artery. Operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4).

Event description:
A physician was attempting to treat a lesion in the mid sfa using in.pact pacific. The lesion exhibited 3 stenoses 60%, 50% and 80%, vessel was none tortuous. The device was removed from packaging, inspected and prepped with no issues noted. The balloon was inflated using a syringe and it was reported that a balloon twist occurred during inflation of balloon in the target lesion. The device did not pass through a previously deployed stent. No excessive force used during delivery and no resistance encountered when advancing the device. Physician used a second in.pact pacific to complete the procedure. There was no injury or clinical sequelae reported for this event please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.